Manufacturer narrative:
On (B)(6) 2021 customer alleged the insulin pump having high bg, battery compartment is cracked. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The device p-cap / test reservoir locks in place properly and no anomaly noted. Device passed the displacement test, rewind, prime/seating, basic occlusion, force sensor and self test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. No unexpected delivery anomaly during testing or alarm anomaly in history noted. Device had scratched case, cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails. In summary, device passed all required testing. Unable to verify customer alleged for high bgs. Customer allegation for cosmetic damage cracked case corner of belt clip rails, cracked case (battery tube) were confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30 mmol/l at the time of incident and the actual blood glucose level was 18.9 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that insulin pump had damage on the back from side to side. The insulin pump will be returned for analysis.